Event description:
The patient complained of withdrawal symptoms in february, and they were tight, had increased spasticity, and were itchy. They experienced underdose symptoms. The physician got no flow from the catheter at the catheter revision case. The catheter was kinked at the site of the purse string and anchor, and it resulted in a ¿no flow issue¿. When the physician released the purse string, they re-accessed the catheter access port, and they were able to get good flow. The patient¿s status at the time of the report was alive with no injury, and as of (B)(6) 2015 they were doing well. The pump contained baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).